Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that genesys hta 115v control unit was used in a procedure performed on (B)(6) 2020. According to the complainant, a hta machine did not power up for the scheduled hysteroscopy with hydrothermal ablation procedure. Reportedly, no error message or code appeared on the console. They tried a new cable and attempted all troubleshoot but the issue was not resolved. The procedure was aborted due to not having a replacement device. There were no patient complication reported as a result of this event.